Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-08392, 2134265-2013-08394. It was reported that patient experienced pain during the procedure. The patient was undergoing a percutaneous coronary intervention. Access was obtained via the femoral artery. The 3.0x20mm, de novo, eccentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 330cm rotawire, a 1.50 mm rotalink burr and a rotalink advancer were selected for use. The guide wire was advanced across the lesion. The burr and advancer were loaded over the wire. Platform testing was performed outside the patient without any issues. A little bit of resistance was noted when the burr was advanced into the guide catheter. As the burr approached the lesion, the rotation speed decreased to 80000 to 90000 rpm. The procedure was stopped because the patient felt pain. The devices were removed as a system and the pain was relieved. The procedure was completed by dilating the lesion with a balloon and stent implantation. There were no further patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned without the spring tip. It was observed that the device was kinked and bent along the body; and the distal end fractured at 327.9cm approx. From the proximal end. All the outer diameter measurements are within the specifications. External analysis ((B)(4) lab) returned the following results: the wire sample presented evidence of bending overload as mode of wire failure. The wire was subjected to significant external forces (bending overload) that may have caused the fracture on the device. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-08392, 2134265-2013-08394. It was reported that patient experienced pain during the procedure. The patient was undergoing a percutaneous coronary intervention. Access was obtained via the femoral artery. The 3.0x20mm, de novo, eccentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 330cm rotawire, a 1.50 mm rotalink burr and a rotalink advancer were selected for use. The guide wire was advanced across the lesion. The burr and advancer were loaded over the wire. Platform testing was performed outside the patient without any issues. A little bit of resistance was noted when the burr was advanced into the guide catheter. As the burr approached the lesion, the rotation speed decreased to 80000 to 90000 rpm. The procedure was stopped because the patient felt pain. The devices were removed as a system and the pain was relieved. The procedure was completed by dilating the lesion with a balloon and stent implantation. There were no further patient complications reported and the patient's status is fine.